Manufacturer narrative:
(B)(4). The complaint for a leak was not confirmed and the root cause could not be identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During follow up on a reload the set 201 alarm, a home patient (hp) revealed that the cassette was leaking when they took it out of the homechoice machine to start over with a new setup. The hp was not connected to the machine. Since then the hp has been resuming therapy successfully. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.